Event description:
It was reported that approximately 15 months post-implant of a suprarenal aortic extension and a bifurcated device the patient returned to the hospital complaining of back pain. A type iii endoleak was identified on a computed tomography scan. The patient was treated with an infrarenal aortic extension, which successfully corrected the endoleak. It was reported the patient tolerated the procedure well.

Manufacturer narrative:
Based upon the review of lot records, work orders, and prior reports no issues with the lot were noted. Actual device was not returned hence no device evaluation was performed. However, operative notes from the implant procedure, multiple CT reports and an image were provided for clinical assessment by a clinical representative. Based on review of the most recent CT report (post-secondary procedure), the aneurysm diameter remained unchanged from the previous exams and there was no endoleak identified. An image was provided and reviewed by a clinical representative indicating that the image reveals neck angulation and kinking of the stent graft. Based on review of the available information, the presence of tortuosity and lack of overlap between the bifurcated device and aortic extension most likely caused or contributed to the event. Endoleaks are a known risk of the procedure, as identified in the product labeling.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.